Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 42 mg/dl and the cause was not known. Juice and candy were consumed to address the low bg. As the event occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.